Event description:
It was reported that a hematoma and fistula occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. Post-procedure, there was a complication of a right groin hematoma with findings of a superficial femoral artery (sfa) fistula. A right superficial femoral artery (sfa) stent was placed for a right superficial femoral artery (sfa) to right deep vein fistula. The patient received a blood transfusion. The patient was discharged on (B)(6) 2026 and is expected to fully recover.